Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 480mg/dl. The customer treated with site change. Troubleshoot was conducted. The customer was advised of possible occlusion. The customer was advised to conduct full set change and returned for analysis. The customer was advised replacement would be sent.